Manufacturer narrative:
The event unit returns for evaluation. A follow-up report will be provided upon completion of the evaluation.

Event description:
Name of procedure being performed: laparoscopic sigmoid resection. Detailed description of event cer 1 of 2: (B)(4), cer 2 of 2: (B)(4). When the alexis cap was removed at the end of the surgery, dr. [Name] saw the torn-off piece of the double duckbill and could remove it without issues. A cff73 was used as abdominal port in the cap. The same incident had occurred shortly before already, however the cap has been disposed of here. Additional information received from applied team member, via email on 09jan2019: "I know that for (B)(4), the complaint was that a piece of the duckbill was found in the abdominal cavity. The other incident was that it was torn, but not detached. " additional information received from sales representative by email on 09jan2019: questions asked: how was the trocar used? Did the customer inflate the balloon and tension it against the duckbill? Was the balloon inflated when the trocar was removed from the laparoscopic cap? Was this the first time that the surgeon used the cff73 and the c8501 together in the surgery? Responses received: the cff73 was used initially as instrument trocar and then in the alexis cap as I saw in the last lap sigma the balloon was inflated but no tension against the duckbill-valve no, the trocar wasn´t inflated when removed because when they´re finished they pull off the cap with the trocar inside. This was not the first time that the cff73 was used together with the c8501. Since they use this article they use as well the cff73 and sometimes they´ve used as well a reusable trocar together with the cap. Additional information received from sales representative by phone on 10jan2019: is the customer also sending the torn-off piece back (for cer (B)(4))? Yes. Was additional force used to insert the trocar into the laparoscopic cap? No. The 12mm is the largest diameter used, larger is not possible because the seal is so stiff. The customer sometimes uses 10mm. Were there any issues inserting the trocar into the laparoscopic cap? No. Was an obturator used to insert the trocar into the laparoscopic cap? Unknown, unlikely. They usually insert it without obturator, and never order the alexis lap model with the z-thread trocar. If so, what kind of obturator did the customer use? Was it the accompanying fios obturator that comes with the cff73? N/a. Was there a lot of angulation with the instruments that were inserted through the trocar? No. Has the trocar been removed from the cap and replaced during the procedure? No. Trocar was inserted into the cap, then the cap was placed on the alexis. How long (approximately) have the cap and trocar been used together? 1 hour max, in a surgery of approximately 4 hours. Concomitant device: cff73. Patient status: no patient injury.

Event description:
Name of procedure being performed: laparoscopic sigmoid resection. Detailed description of event: cer 1 of 2: (B)(4). Cer 2 of 2: (B)(4). When the alexis cap was removed at the end of the surgery, dr. [Name] saw the torn-off piece of the double duckbill and could remove it without issues. A cff73 was used as abdominal port in the cap. The same incident had occurred shortly before already, however the cap has been disposed of here. Additional information received from applied team member, via email on 09jan2019: "I know that for (B)(4), the complaint was that a piece of the duckbill was found in the abdominal cavity. The other incident was that it was torn, but not detached. " additional information received from sales representative by email on 09jan2019: questions asked: 1. How was the trocar used? 2. Did the customer inflate the balloon and tension it against the duckbill? 3. Was the balloon inflated when the trocar was removed from the laparoscopic cap? 4. Was this the first time that the surgeon used the cff73 and the c8501 together in the surgery? Responses received: 1.) The cff73 was used initially as instrument trocar and then in the alexis cap. 2.) As I saw in the last lap sigma the balloon was inflated but no tension against the duckbill-valve. 3.) No, the trocar wasn´t inflated when removed because when they´re finished they pull off the cap with the trocar inside. 4.) This was not the first time that the cff73 was used together with the c8501. Since they use this article they use as well the cff73 and sometimes they´ve used as well a reusable trocar together with the cap. Additional information received from sales representative by phone on 10jan2019: 1. Is the customer also sending the torn-off piece back (for cer 2019-000032)? Yes, see attached image. 2. Was additional force used to insert the trocar into the laparoscopic cap? No. The 12mm is the largest diameter used, larger is not possible because the seal is so stiff. The customer sometimes uses 10mm. 3. Were there any issues inserting the trocar into the laparoscopic cap? No. 4. Was an obturator used to insert the trocar into the laparoscopic cap? Unknown, unlikely. They usually insert it without obturator, and never order the alexis lap model with the z-thread trocar. A. If so, what kind of obturator did the customer use? Was it the accompanying fios obturator that comes with the cff73? N/a. 5. Was there a lot of angulation with the instruments that were inserted through the trocar? No. 6. Has the trocar been removed from the cap and replaced during the procedure? No. Trocar was inserted into the cap, then the cap was placed on the alexis. 7. How long (approximately) have the cap and trocar been used together? 1 hour max, in a surgery of approximately 4 hours. Concomitant device: cff73 patient status: no patient injury.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with the fragment from the event unit. Visual inspection confirmed the complainant¿s experience of damage to the laparoscopic cap. The fragment completed the missing portion on the duckbill. Based on the condition of the returned unit and the description of the event, it is likely that the fragmentation was caused by contact with instrumentation used during procedure. The probability and criticality of harm resulting from this failure have been evaluated and were found to be an at acceptable level. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.